Event description:
I started using renu with mositureloc contact solution in october of 2005, up until the time I was hospitalized in 2005. I currently do not take anymore medicine as the dr explained that the damage is done. I have the option to proceed with a corneal transplant. My vision in my right eye has been impaired by more than 50%.